Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: anxiety ¿ product/procedure: unable to observe as it is not related to the device. Seroma late: unable to observe as it is not related to the device. Capsular contracture: unable to observe as it is not related to the device. Deflation: observed 1 opening assessed as surgical damage. No other observations observed. No further actions are required as no manufacturing issues are observed.

Event description:
Healthcare professional reported a left side seroma and "we have recently had to send off fluid for testing and were worried as to what implants she has. It looks like they are textured." Healthcare professional later reported rupture and capsular contracture, baker grade unknown. Healthcare professional later reported baker grade IV. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication. And analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: rupture and capsular contracture, baker grade IV.

Event description:
Healthcare professional, later reported, rupture. And capsular contracture, baker grade unknown. Healthcare professional, later reported, baker grade IV. Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: d9, h3, h6.

Event description:
Healthcare professional reported a left side seroma and fluid been sent to testing and concerns regarding the implant. Device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: a4, b3.

Event description:
Healthcare professional reported a left side seroma and fluid been sent to testing and concerns regarding the implant. Device remains implanted.

Event description:
Healthcare professional reported a left side seroma and fluid been sent to testing and concerns regarding the implant. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of seroma late is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma late.